Event description:
It was reported that the patient underwent a gynecological surgery on (B)(6) 2008 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was respectively implanted into the patient. It is also reported that the patient had ams ¿ elevate implanted on (B)(6) 2010. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and hypotonic bladder with overflow incontinence and mesh was implanted. It was reported the patient underwent removal of vaginal mesh on (B)(6) 2010. It was reported the patient underwent sacrospinous ligament fixation and posterior colporrhaphy with synthetic mesh on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.